Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Prior to explant, the physician had elected to implant a screw in the lead and attached the existing device outside of the patient's body. This device has been reprogrammed. Further, the patient had been treated with antibiotics before the new system was implanted as the infection lasted for a year. No additional adverse patient effects were reported. The product was explanted.